Event description:
Discordant troponin I ultra (tni-ultra) and creatinine kinase mb (ckmb) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra and ckmb results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the aspirate probe 1 was clogged and not aspirating properly. The cse replaced the aspirate probe and calibrated the system. The cse ran quality controls, which were within acceptable ranges. The cause of the discordant tni-ultra and ckmb results on multiple patient samples was related to the clogged aspirate probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.